Event description:
Event description cpi received information that this bipolar lead was repositioned. After a routine implant procedure of an implantable pulse generator (ipg) and two leads, the patient was complaining of pain in her left chest. The physician elected to take the patient back into the or (operating room) and reposition the ventricular lead.